Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was evident behind the display with no physical damages to the pump noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/27/2015 - revised device evaluation: the pump has been returned and evaluated by product analysis on 10/10/2015 with the following findings: a visual inspection of the pump showed that there was moisture in the pump and battery compartment. The battery compartment was cracked and the top right corner of the pump was cracked between the display lens and pump seal. The pump failed a leak test due to this. The pump cover was opened and moisture was found on the display and force sensor. Unrelated to the complaint, the display was dim and discolored. Additionally, the audio bolus button cover was torn. The button was responsive during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.